Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which noted the following: -device did not oscillate when power applied. -failed the safety check (step #70, check the off/osc/on switch mode function) (failed the safety assessment step because the device did not run and when the trigger was pressed; and there was no function and no motion) . It was further determined that during repair the following was observed: -device showed signs of immersion. -motor would not run at all when power was applied. -motor was corroded. The assignable root cause was determined to be due to improper cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device stopped working. It was reported that there was a ten minute delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.